Manufacturer narrative:
A philips field service engineer (fse) went onsite, and audible alarms were heard at the surveillance and at the overview station. The fse concluded that the speakers were functioning normally. The issue reported by the customer was not able to be replicated. The fse collected the pic ix logs, the clinical audit logs, and device report from (B)(6), the mx40 in question. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the ECG leads were off for this telemetry patient and the device did not generate an alarm. The staff indicated the red alarm for ECG leads off was not consistently generated and they did not hear the alarm from the telemetry device or the central station. A rapid response team was called, and the patient was put on a ventilator. Review of the event revealed the patient was tachycardic at approximately 1400 and the leads were taken off at 1519, but the staff didn't hear the alarm. The code blue was called at 1546.